Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received eight appropriate treatments and four inappropriate treatments. The device was started up at 10:12:57 on (B)(6) 2026. At 14:06:59, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with motion artifact transitioning to vt @ 270 bpm. At 14:07:34, the patient received first appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with pvcs. At 14:08:39, the patient received second appropriate treatment. Rhythm at the time of treatment was vt @ 270 bpm. Post shock rhythm was sinus bradycardia @ 55 bpm. At 14:09:51, the patient received third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 50 bpm with motion artifact and pause. At 14:11:13, an arrhythmia was detected. ECG shows vt @ 240 bpm. At 14:11:44, the patient received fourth appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 14:12:16, the patient received first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be asystole, which is a non-life sustaining rhythm. At 14:12:40, the patient received fifth appropriate treatment. Rhythm at the time of treatment was vt @ 150 bpm. Post shock rhythm was sinus tachycardia @ 110 bpm with pvcs/nsvt. At 14:13:18, the patient received sixth appropriate treatment. Rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was vt @ 250 bpm with motion artifact. At 14:13:49, the patient received seventh appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was vt @ 240 bpm. At 14:33:44, an arrhythmia was detected. ECG shows vt @ 240 bpm degrading to vf/fine vf. At 14:33:44, the patient received eighth appropriate treatment. Rhythm at the time of treatment was fine vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 16:13:44, an arrhythmia was detected. ECG shows asystole. Between 16:16:04 and 16:21:24, the patient received three inappropriate treatments. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was asystole, which is a non-life sustaining rhythm. Post shock rhythm continued to be asystole, which is a non-life sustaining rhythm. The device was shut down at 16:39:11 on (B)(6) 2026.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.